Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During the implant, the right ventricular (rv) lead had no capture and the patient experienced bradycardia. The rv lead was capped and replaced in the same operation. Post-procedure the patient was in stable condition.